Event description:
The customer reported a leak from the sample aliquot probe on the closed tube aliquotter (cta) wash station of a unicel dxc 600i synchron access clinical system. The customer stated the cta wash station was overfilling and leaking onto the instrument. The leak was contained to the instrument. The operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found that the waste peristaltic tubing was hard and flat. The fse performed a preventative maintenance procedure, which included replacement of the perstaltic pump tubing. The leak was resolved and system performance was verified. (B)(4).